Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event is a user error. The likely cause of the event is that the surgeon didn't implant the device correctly: implant position was incorrect. Step 6 of IFU was probably not followed. The investigation found no evidence to indicate a device issue. Root cause: user error. Device not returned.

Event description:
Roi-c: csf leak, need to explant devices. From information provided by the reporter on feb. 18th 2019, after the cage was implanted, the patient experienced a csf leak there fore resulting in the implant to be explanted so the issue could be corrected. From information collected on zper : after implanting, patient experienced csf leak not related to implant. Cage removed and new implant reinserted. Additional information received on february 28th 2019 : same inserter were used for the defective implant and the second one implanted successfully. No x-rays will be provided. According to the reporter it is not a device related but a surgeon error. The implant was not implanted too posterior.